Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported issue of programming error could not be confirmed, as no devices were returned for investigation. No inspection and testing could be performed as no devices were returned for investigation. The alaris¿ system user manual 12.3.2 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The system was being used for treatment purposes as intended per 21 cfr.820.198 (d)(2). Root cause: the probable cause of the reported programming error could not be determined, as no devices were returned for investigation. However, it was later reported that the facility confirmed issue was user programming due to dataset character limit. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer recently had a medication error where the wrong hydromorphone concentration was selected. 200mcg/ml was sent in a 50ml syringe. However, the clinician unintentionally chose the 50mcg/ml concentration. There was patient involvement however no patient harm. Customer states this was due to an inability to enter total drug/total volume for 200 mcg/ml concentration due to dataset character limit (10,000 mcg/50 ml), as well as the inability to use pump interoperability with pca functionality. The customer reports that another contributing factor is the inability to build weight range therapies. The customer has made an implied product enhancement request to increase the character limit, allow for weight range therapies as well as have pca functionality with interoperability. As a result of this event, the customer updated their dataset with a lower pca concentration. When attempting to save the dataset, they encountered a data set error "etco2 respiratory rate lower limit- this disabled value must be set to a default value". The customer however does not use etco2 modules. Pharmacy optimization troubleshooted with customer to resolve the error.

Event description:
It was reported that the customer recently had a medication error where the wrong hydromorphone concentration was selected. 200mcg/ml was sent in a 50ml syringe however the clinician unintentionally chose the 50mcg/ml concentration. There was patient involvement however no patient harm. Customer states this was due to an inability to enter total drug/total volume for 200 mcg/ml concentration due to dataset character limit (10,000 mcg/50 ml), as well as the inability to use pump interoperability with pca functionality. The customer reports that another contributing factor is the inability to build weight range therapies. The customer has made an implied product enhancement request to increase the character limit, allow for weight range therapies as well as have pca functionality with interoperability. As a result of this event, the customer updated their dataset with a lower pca concentration. When attempting to save the dataset, they encountered a data set error "etco2 respiratory rate lower limit- this disabled value must be set to a default value". The customer however does not use etco2 modules. Pharmacy optimization troubleshooted with customer to resolve the error.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.